Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence with multiple cartridges. Customer did not have backup insulin therapy; however, was able to load new cartridge onto replacement pump. Customer¿s blood glucose level was approximately 100-110 mg/dl.